Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, service found the bending section cover was scratched, the adhesive on the bending section cover was chipped, the light guide cover glass was scratched, and the video connector case was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope may not display an image when connected to the main unit. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was not confirmed, and the root cause could not be identified. However, a probable cause was determined as likely due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have detected the phenomenon: ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.6 describes how to inspect for the subject event as below: inspection of the endoscopic image. Before inspection, wipe the objective lens using a clean, lint-free cloths. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. Adjust the brightness level as appropriate. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Olympus will continue to monitor field performance for this device.